Manufacturer narrative:
(B)(4). Batch # t93a0h. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Per photographic evaluation: this is an image of what appears to be a harmonic device with the tissue pad damaged, melted and 100% present. The tissue pad appears to be attached to the clamp arm and not fully detached as reported. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Because the instrument was not return our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during a hysterectomy, the device did not work properly. A white teflon dropped and the material stopped working. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2020. Investigation summary. The device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the damaged tissue pad could have affected the device cutting and sealing performance. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The account reported 'tissue pad detached, tissue effect issues' this is an evaluation of an image sent by the account. Image: this is an image of what appears to be a harmonic device with the tissue pad damaged, melted and 100% present. The tissue pad appears to be attached to the clamp arm and not fully detached as reported. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.